Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10508. It was reported the pt ((B)(6)) stopped feeling stimulation. X-ray imagery revealed the lead extension had pulled out of the ipg. During a surgical procedure to address the issue, the lead extension broke off in the header of the ipg and could not be removed. Impedance issues were also identified. Add'l surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.